Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, rash, skin disorder, psychological trauma, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, psychological trauma, rash and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2017: results of confirm. Test: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lab data added. Event injury nos was updated to pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, rash/skin condition, psych injury, other injuries/symptoms: fatigue, hair loss, migraine, migration were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 880431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics, recurrent uti, pyelonephritis, hsv infection (anogenital infection), smear cervix abnormal, pyelonephritis and pap smear abnormal. No known drug allergies. Concomitant products included riboflavin sodium phosphate (vitamin b2) since (B)(6) 2016 and sumatriptan since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, rash, skin disorder, psychological trauma, fatigue, alopecia, migraine, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: 0 trailing coils on the right 3 trailing coils on the left diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirm. Test: migration. Ultrasound scan vagina - on (B)(6) 2017: left essure seen in the cornua; right essure seen in the tube in a coronal view. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 880431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics, recurrent uti, pyelonephritis, hsv infection (anogenital infection), smear cervix abnormal, pyelonephritis and pap smear abnormal. No known drug allergies. Concomitant products included riboflavin sodium phosphate (vitamin b2) since (B)(6) 2016 and sumatriptan since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain "), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, rash, skin disorder, psychological trauma, fatigue, alopecia, migraine, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: 0 trailing coils on the right 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirm. Test: migration. Ultrasound scan vagina - on (B)(6) 2017: left essure seen in the cornua; right essure seen in the tube in a coronal view. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). Onset date of event pelvic pain, dyspareunia, migraine were updated. Reporter information, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 880431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics, recurrent uti, pyelonephritis, hsv infection (anogenital infection), smear cervix abnormal, pyelonephritis and pap smear abnormal. No known drug allergies. Concomitant products included riboflavin sodium phosphate (vitamin b2) since (B)(6) 2016 and sumatriptan since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, rash, skin disorder, psychological trauma, fatigue, alopecia, migraine, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, psychological trauma, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: 0 trailing coils on the right 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirm. Test: migration. Ultrasound scan vagina - on (B)(6) 2017: left essure seen in the cornua; right essure seen in the tube in a coronal view. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.